Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The eec, defi lp15 was used on (B)(6) 2017 during night for a reanimation. During this reanimation one pair defi-electrodes from kendall was used. According analysis no shock was recommended, so the emergency doctor wanted to make a shock manual by the electrodes. Device loaded the shock as usual, but when pushing the release button, no shock was noticed. Surgeon tried it several times without solution. Then the electrodes were changed and again it was tried to release a shock manual. Also, here no shock could be noticed. Also, the eec was changed ¿ no shock. Then the patient cable and at least the complete device was changed. Only the electrodes were not changed a third time. But also with another patient cable and/or another eec/defi lp15 no shock noticed. Defect occurred at two different devices, therefore defect of neither the devices nor the patient cables could be excluded. Also, the devices had the annual medical test on (B)(6) 2017 in the morning by an extern specialist company without any faults. During the test, all measurement values were in the norm area.

Manufacturer narrative:
An investigation of the reported condition was performed. The complaint statement indicates that the defibrillation electrodes did not deliver a shock during product use. The report indicated that several attempts were made and the product did not deliver a shock. The customer also indicated that the cable, electrodes, and test unit were changed and again, no shock was delivered. Eight electrode pairs from lot 602018x were received from the customer sealed inside a clear polybag. All electrodes were sealed inside a product pouch with the exception of one pair that had an opening in the pouch seal approximately 1.5 inches in length. This pair was determined to have not been used as the electrodes could not have been removed from this opening. Five of the eight pairs were subjected to electrical properties testing as per industry standard. The electrical properties test results met product requirements; therefore, the reported condition could not be confirmed. A visual examination of the electrodes returned from lot 602018x did not reveal any external physical abnormalities. Therefore, a probable root cause could not be determined because the samples submitted did not have the reported condition during examination and the complaint could not be confirmed. Without a sample that displays the reported condition or a sample in which the reported condition can be duplicated, the root cause cannot be positively attributed to a product design or manufacturing problem. Current manufacturing practices require production to be sampled and inspected through a series of functional and visual testing to ensure good connectivity and shock delivery. Functional testing performed on this product includes but is not limited to electrical testing, energy transmission testing, gel weight measurements, pull force testing, and residual monomer testing. Likewise, visual inspections are performed where construction, alignment, packaging and labeling of product are examined to ensure all product requirements are met prior to release. Production employees also perform 100% visual inspection as part of manufacturing requirements. There have been no design changes to this product within the past year that would contribute to any increased probability for the complaint issue. Since this complaint is unconfirmed and no complaint trend exists and a specific root cause for the occurrence cannot be identified, no corrective action is required at this time. This complaint will be recorded for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.